Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the head motor is intermittently dropping down on it's own.